Event description:
Customer called complaining that meter was reading too high. Further troubleshooting revealed that the standard strip read 115 with a range of 80-106. The product was replaced and the defective meter returned for investigation.